Manufacturer narrative:
(B)(4). Date sent to FDA: 10/28/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertains to product code sxpp1a405 was received for evaluation. Upon visual inspection of the returned sample, body fluids on the length of the suture were noted, in addition, damaged barbs and both sides of the fixation tab were observed cut. After further evaluation of the end suture, marks were observed on the nucleus possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction and internal fixation procedure on (B)(6) 2022 and barbed suture was used. The fixation feature was found detached during surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested